Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a 1111 "o2 device failed" alarm error occurred while the device was on a patient despite the oxygen pipeline being connected and fraction of inspired oxygen (fio2) being set. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The sales representative arrived at the hospital and performed a running test, and while the issue did not reoccur, the 1111 error code was logged in the event log. Ventilation continued, but there was no impact to the patient. The device was replaced with the same model. The customer called technical support to report that a 1111 "o2 device failed" alarm error occurred while the device was on a patient despite the oxygen pipeline being connected and fraction of inspired oxygen (fio2) being set. The field service technician performed a self-diagnosis test when the power was turned on, and the field service technician also performed a running test (may 8, 2025-may 22, 2025), but the reported issue could not be confirmed as the error could not be duplicated. The field service technician replaced the solenoid valve and data acquisition (da) printed circuit board assembly (pcba) for preventive measures. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1111 "o2 device failed" alarm error occurred while the device was on a patient despite the oxygen pipeline being connected and fraction of inspired oxygen (fio2) being set. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The sales representative arrived at the hospital and performed a running test, and while the issue did not reoccur, the 1111 error code was logged in the event log. Ventilation continued, but there was no impact to the patient. The device was replaced with the same model. The customer called technical support to report that a 1111 "o2 device failed" alarm error occurred while the device was on a patient despite the oxygen pipeline being connected and fraction of inspired oxygen (fio2) being set. Investigation is ongoing